Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 alarm (air in set) found on the home choice (hc) device during dwell. The baxter technical representative (tsr) explained the alarm and had the home patient (hp) cycled power off and on to get se 2367. The tsr advised the hp to use manual bags to finish therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) a. 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. This report of system error (se) 2240 (air in set) was not confirmed. The cause was not determined.